Event description:
It was reported that the health care professional (hcp) requested a review of a stored ventricular tachycardia (vt) episode for this implantable cardioverter defibrillator (ICD) to confirm if the patient was in vt or in supraventricular tachycardia (svt). Technical services (ts) provided a review noting possible svt and that the conduction appeared to be from atrium to the ventricles. Ts also discussed anti-tachycardia pacing (atp) successfully converted the rhythm. Additionally, it was noted that the near field and far fiel right ventricle match normal sinus rhythm morphology. The hcp wanted to know if it was a type of re entrant tachycardia. Ts recommended further review with the physician. This ICD remains in service. No adverse patient effects were reported